Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a beckman coulter laboratory solution specialist (lss) was dispatched to the customer's site. The retest result of the two blood samples on the roche platform (hstnt) were 0.364ng/ml and 0.554ng/ml respectively (reference range <0.02ng/ml). An interference testing, using different blockers, was then carried out. The blockers used in the interference testing consist of polymak 33, hbr-1, goat, mouse, rabbit, sheep and bovine iggs which are animal derived antibodies. A pool of blockers related to alkaline phosphatase (ap mutein, scavenger alp) was also tested. It was found that the elevated result could not be decreased by adding all blockers. The issue was escalated to medical on (B)(6) 2025. Per medical director statement, the accuracy of the elevated access hstni results could not be confirmed with the available information. There is no evidence that the angiography report is inaccurate nor follow up information on the patient¿s disposition was provided. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note: no access hstni reagent lot number was provided: no UDI, no expiration or manufacturing dates could be provided (section d4) and for section h4: the device manufacture date is related to the analyzer as no information related to the reagent was provided.

Event description:
Customer reported questioning repeatable elevated access hstni (access high sensitivity troponin I, part number b52699) results for one patient on their dxi 800 analyzer (serial number (sn) (B)(6). This patient was admitted to the hospital due to an abnormal electrocardiogram with indication of changes in the st-t segment. One sample was collected and the initial hstni test result of a patient's first blood sample drawn at 12:00 p.m. On (B)(6) was 5.083 ng/ml (customer expected value: <0.04 ng/ml) the patient had a coronary angiography performed due to the elevated access hstni result and no myocardial infarction was found. A second sample was collected at 7:00 p.m. On (B)(6) and the hstni result was still elevated at 7.026ng/ml. The hstni result still high. Both samples were repeated on the beckman instrument with the following results of 4.672ng/ml and 6.536ng/ml respectively, which were consistent with the initial results. The retest result of the first blood sample on the mindray platform was 3.072ng/ml (reference range <0.04ng/ml). The retest result of the second blood sample on the siemens platform was 14.051ng/ml (reference range:0-0.045ng/ml) no hardware error messages or issues with other assays were reported in connection with the event. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for reviewing. No issues with sample integrity were reported by the customer. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.